Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 232 mg/dl, 329 mg/dl, 127 mg/dl 100 mg/dl, and 105 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she ate about 45 minutes prior to obtaining the results. Reporter also stated she took 20 units of nph and 10 units of regular just prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Pt had staph infection 2-3 months post-op which did not respond to conservative treatment. Therefore, the pt was revised and a cement spacer implanted.